Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: loss of external power alarm was showing. Since customer neglected the alarm, machine started to show low battery and then triggered tf 444001.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.